Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had declared a battery status of elective replacement indicator (eri) due to extended charge times. There were concerns that this device has exhibited premature battery depletion. No adverse patient effects have been reported.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available this report will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population. This issue is discussed in the q2 2010 product performance report.

Manufacturer narrative:
Subsequent information indicates that this device was explanted, replaced and returned for laboratory analysis.